Event description:
It was reported that the left ventricular lead exhibited clavicular crush damage, high thresholds and exit block was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the outer insulation was damaged at 37.0 cm to 37.9 cm from the connector pin, due to clavicular crush. All five filars of the inner coil were fractured at 36.9 cm from the connector pin.